Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/02/2026. An investigation was conducted on 02/05/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact jaws. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the hot metal tip of the jaw. There were no visual defects observed on the clear silicone insulation on the cold jaw. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed and the analyzed failure "material twisted/ bent wire" was observed. A lot history record review was completed for lots 3000472337, 3000476919, and 3000478899 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported & analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated sections: b4,d4 lot# unknown, UDI# changed,g3,g6,h2,h11. A lot history record review was completed for lots 3000472337, 3000476919, and 3000478899 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000378704 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during procedure, silicon coating got separated from the tip. No resistance was felt when inserting the harvesting device in the cannula. The jaws were concaved upward while inserting into the cannula. Silicon got separated so harvester immediately stopped the procedure. Completed with the new one. No silicone was inside the leg. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.